Event description:
The caller reported that the tracheostomy tube broke twenty-four hours after it was placed in the pt. The caller stated the flange separated from the tracheostomy tube, and the tube was able to move in and out of the flange. The lot number is unk.

Manufacturer narrative:
If the sample is returned a failure, investigation will be performed.